Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery (rca). After pre-dilatation was performed using a balloon catheter, a 28 x 3.50 promus premier¿ drug eluting stent was advanced to treat the target lesion. However, a vessel dissection was noted. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that after pre-dilating the lesion with a non-bsc balloon catheter, there was poor blood flow noticed in the distal lesion and the vessel dissection was noted. At this moment, the 28 x 3.50 promus premier¿ drug eluting stent had just been unpacked outside the patient and was not advanced inside the patient's body. The dissection was then treated with a non-bsc stent.

Manufacturer narrative:
Describe event or problem updated, device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, if not evaluated provide code, results codes and conclusion codes updated. (B)(4).

Event description:
It was further reported that after pre-dilating the lesion with a non-bsc balloon catheter, there was poor blood flow noticed in the distal lesion and the vessel dissection was noted. At this moment, the 28 x 3.50 promus premier¿ drug eluting stent had just been unpacked outside the patient and was not advanced inside the patient's body. The dissection was then treated with a non-bsc stent.